Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 250cc and experienced deflation on the right breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 57 year old hispanic female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 250cc and experienced deflation on the right breast implant. As a result, patient underwent removal and replacement with a mentor smooth round moderate profile 250cc saline breast implant, catalog # 3501635, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. Brown material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring < 0.1 cm within a crease and a rent of 4.2 cm on the anterior aspect and a rent measuring approximately 2.6 cm on the posterior view. Microscopic examination of the edges of one of the rents revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent removal and replacement with a mentor smooth round moderate profile 250cc saline breast implant, catalog # 3501635, s/n (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).